Event description:
The customer reported the system is displaying a stator error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reset the breaker on the power motor relay board. System operates as intended. (B) (4).